Event description:
N/a.

Manufacturer narrative:
The failure analysis and testing dept. Received part number: 0125-00-0028 serial number: n/a cable tie, part number: 0380-00-0551 serial number: n/a faceplate of pim patient interface module, part number 0125-00-1816 serial number: n/a pim label with a reported unit failure of broken nylon p-clip and two upper studs of the pim faceplate were broken.the fat dept. Performed a visual inspection of the part and found that the studs of faceplate were damaged. Due to the broken faceplate. The fat dept. Cannot proceed any further investigation. The failure analysis and testing department verified the failure of the broken pim faceplate. Retaining the part in the fat department per procedure 0002-07-008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) nylon p-clip and two upper studs of the faceplate pim were broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional info: contact person(name: (B)(4). It was being reported that during a pm the fse had noticed that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "component broken" where the nylon p-clip and two upper studs of the faceplate pim were broken. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "d125-00-0028"-cable tie, 5/16 nylon p-clip , d380-00-0551- face plate, pim so, that after the replacement the pm and safety checks have been performed and the repair is being done. There is no involvement of the patient during this incident.